Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
The contact reported that the customer had just taken the pump out of the box and after being turned on, a malfunction alarm occurred that stopped insulin delivery. At the time of the reported event, there was no patient involvement as the customer was not using the pump.